Manufacturer narrative:
The excor blood pump, s/n, (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2021 (5 days).

Event description:
On (B)(6) 2021, the site contacted berlin heart inc. Clinical affairs to report that the blood pump was making a squeaking noise in a patient in the lvad configuration. The noise had begun on (B)(6) 2021. The pump had full fill and ejection. A berlin heart clinical specialist was on site for the implant that took place on (B)(6) 2021. The patient developed hemolysis prior to the berlin heart implantation with a reported ldh level on (B)(6) 2021 of 2997 and a plasma free hemoglobin level of 33. Post-implant of the excor vad system, the hemolysis reported pre implantation continued to rise. On (B)(6) 2021, the day after implantation, the ldh value was 3200 and the plasma free hemoglobin was 20. On (B)(6) 2021, the ldh was reported as 3400 and the plasma free hemoglobin as 17. On (B)(6) 2021, the ldh increased to 4760 and the plasma free hemoglobin to 38. The pump continued to fully fill and eject with no noted deposits in the pump. The blood pump was changed on 8/3/21 with no untoward effects to the patient.